Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution administration set leaked. During a norepinephrine infusion the patient became hemodynamically unstable by becoming hypotensive. The physician increased the norepinephrine to double the dose and prescribed vasopressin. At this time, the nurse observed a leak from an unspecified location on the tubing set. The nurse immediately changed the set. Improvement in the patient¿s condition was observed. No further information was available at the time of this report.